Event description:
Pt is a 68 yr old female who presented with right hip pain at rest and with ambulation. The hip was replaced during 1988 by an orthopedic surgeon at another facility. On physica exam, she demonstrated limited internal rotation and adduction. The hip was painful with all movements. Standing ap, pelvis and lateral right hip radiograph reports revealed a fracture of a wire around the hip in the femoral component. Loosening was noted in right femoral component. Pt was admitted to the hosp and underwent revision of the right total hip. All components were removed and replaced. Intraoperative cultures were obtained which revealed no evidence of infection.